Event description:
The implant was sealed during the operation when opened it turned out to be empty. There was no product inside. There was no patient impact and patient wont need to return to the practice for an additional procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (in confidence) unknown / not provided, age at time of the event unknown / not provided, gender unknown / not provided, weight unknown / not provided, additional device information unknown / not provided, premarket identification k011028 and k013227.